Manufacturer narrative:
Medtronic continues to investigate the reported malfunction.

Event description:
During staff inservicing, an attempt was made to set pacing current, when the device screen went blank. The device would not respond to the on key, device was attached to ac power at the time and the ac mains light was active. Hospital biomedical staff evaluated the device and noted the device is inoperative.